Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow up. Upon interrogation, an alert for low out of range pacing lead impedance was observed. The patient notifier was delivered. Noise was not reproducible. Patient will continue to be monitored.